Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle anterior/apical pelvic floor repair kit, the needle from the first mesh leg assembly detached outside the patient when the physician attempted to load the mesh leg into the capio device. The detachment occured prior to the capio device being introduced into the patient. The procedure was completed using another pinnacle anterior/apical pelvic floor repair kit, without any complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
(B)(4).the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.(B)(4).